Event description:
This is a cancellation report .the file has been reassessed as not reportable as the investigation has been concluded and it has been determined that the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The overall risk of the failure mode assigned is low, no injury to the patient occurred and no malfunction precedence exists for proximal needle kinking. This file is to capture proximal kink observed during the lab evaluation of pr 292073 (emdr ref # (B)(4))

Manufacturer narrative:
This is a cancellation report .the file has been reassessed as not reportable as the investigation has been concluded and it has been determined that the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. 510 k #: k160229. Device evaluation 1 unit of lot c1609875 of echo-hd-22-ebus-p-c involved in this complaint was returned for evaluation, with the original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr 292073. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 04 march 2020. The returned device lab findings and observations can be referred through the attached files. The needle was found to be broken distally which will be investigated under pr 292073 (emdr ref # 3001845648-2020-00166). A proximal kink below the sheath extender was also observed. A new pr was requested to be opened for this extra failure mode. This new pr was pr 296062. Clarification was also requested from engineering as follows; ¿during the lab we did not think that a second pr was required for the proximal kink as q.1 is answered as no but now that I am reviewing the additional questions the answer to q.23 does state that a kink was observed below the sheath extender before shipping the device back to cirl. My question to you is as follows; can these two failures be linked in any way because if not, then I will need to request a second pr for the proximal kink?¿ reply was received as follows; ¿I do not believe the proximal and distal kinks are related therefore should not be linked.¿. Document review including IFU review prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1609875 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1609875. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0110-6) will be addressed under pr 292073. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a flexed or twisted position during the procedure or force required to remove the device as indicated in the additional information resulting in the proximal kink. This kink could have led to the stylet retraction issue detailed in the complaint description of the related complaint pr 292073( emdr ref # 3001845648-2020-00166). Although not recorded in the lab notes the mlla was not observed to be off-centre. The attachment/detachment difficulties and force required to remove the device detailed in the answers to the additional questions would have been related to the kink below the sheath extender. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510 k #: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is to capture proximal kink observed during the lab evaluation of (B)(4) (emdr ref # 3001845648-2020-00166).